Event description:
A malfunction alarm occurred on the pump as reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as the levels did not exceed 500 mg/dl. The caller received assistance from technical support in resetting the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to contact support if the malfunction code appears again.